Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. Customer unloaded and reloaded cartridge but the alarm reoccurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.